Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s blood glucose remained high after eating dinner without announcing the meal while the ilet indicated low insulin; the user then ran out of insulin and waited about an hour before completing a supply change, after which a fingerstick reading was 349 mg/dl and the user planned to calibrate the sensor. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with the user interface as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.